Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant medical products: rf needle ((B)(4)); an 8-fr long sheath ((B)(4)); a 28-mm second generation cb ((B)(4)); an 8-mm tip conventional cryocatheter ((B)(4)); a 15-fr steerable sheath ((B)(4)); a spiral mapping catheter ((B)(4)). Methods: no testing methods performed (B)(4). Results: no results available since no evaluation performed (B)(4). Conclusion: device discarded by user, unable to follow-up (B)(4). (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported 1 patient had a cardiac tamponade requiring pericardiocentesis. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "durability of cryothermal pulmonary vein isolation ¿ creating contiguous lesions is necessary for persistent isolation.¿ the purpose of this study aimed to evaluate the impact of the ablation method on the durability of cryothermal pvi. Approx 132 consecutive paroxysmal atrial fibrillation patients undergoing cryothermal pvi were enrolled. Suspected device is lasso; however catalog and lot number are unknown. Other company's were used in this study: rf needle ((B)(4)); an 8-fr long sheath ((b)(3)); a 28-mm second generation cb ((b)(3)); an 8-mm tip conventional cryocatheter ((B)(4)); a 15-fr steerable sheath 4v); a spiral mapping catheter ((B)(4)).